Event description:
The device was sent in for repair with minimal info. During the repair process, it was determined that the pin was sticking in the device. No further info is available from the user account regarding this event.

Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to stick, and not allow the collet to release the pin.